Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received critical pump error. Customer's blood glucose at the time of issue was unknown. Customer was advised to revert back up plan per health care professional's instructions. The insulin pump will be returned for analysis. Replacement pump will be sent to the customer.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.